Manufacturer narrative:
Device evaluation: the device remains implanted. The device will not be returned for analysis as it remain implanted. Based on the information provided we are unable to determine the root cause of the event. The serial number was not provided; therefore, a device history record review was not possible. If further information becomes available, an updated report will be filed.

Event description:
Edwards received information that transcatheter valve implantation into this bioprosthetic mitral valve (valve in valve) occurred after an unknown implant duration. The reason for the valve in valve procedure was not provided. No adverse patient effects were reported as a result of the valve in valve procedure. Requests for additional information have been sent, with no response.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up, the patient is doing well. No other details provided. Despite repeated attempts, no additional information was provided by the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. It was reported that the patient had transcatheter aortic valve replacement (valve-in-valve). The reason valve-in-valve intervention was not provided. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. There is no allegation of device malfunction or quality deficiency. No further actions are possible with the available information. Corrected data: model number, lot number, expiration date, serial number, device manufacture date.